Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, severe allergic reaction (pt: hypersensitivity), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient (the date of birth was ambiguously reported as (B)(6)). She was injected with radiesse(+)®, into the face, on (B)(6) 2021. The patient had no history of covid 19 vaccine. On (B)(6) 2021, after the treatment with radiesse(+)®, the patient experienced a severe allergic reaction. The patient had severe swelling with shortness of breath, and went to the emergency room that night. She was not able to open her mouth. The patient was given a steroid shot in the emergency room. On (B)(6) 2021, the patient was seen and received a steroid shot. On (B)(6) 2021, the patient again received a steroid shot. As reported, the patient was treated with 2 courses of steroids within 72 hours. At the time of this report, the symptoms subsided and the patient was 85% improved. The physician wanted to know the frequency of occurrence, as well as a suggested protocol for the situation. Due to the provided information, the outcome of the event was considered as resolving.